Event description:
Infusor did not flow. Indicator ring had not moved in 6 hrs. This was 2nd infusor within a week for this pt that did not infuse. All infusors are primed and observed for proper flow in the pharmacy prior to dispensing.